Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Pump supplies were changed to address occlusions. Customer's blood glucose was within 54-500 mg/dl. Customer used pump therapy and manual injections for insulin therapy.